Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: clip applier not locking clip while in patient. It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument was not locking the clip. Isi followed up with the initial reporter and obtained the following additional information: the customer used a backup instrument to continue the procedure. There was no fragment fall into the patient, no injury to the patient, and no post-operative tests performed. The procedure was completed without complications.